Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient did not have peritonitis. The nurse stated that the symptoms had been due to the patient¿s medication regimen. It was reported that the patient had gone on temporary hemodialysis for 2 weeks, but had recovered and was back on pd therapy at the time of this report. Baxter disposable is no longer a suspect product in this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. In addition, it was reported the patient was throwing up when performing dialysis. Treatment for these events was not reported. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the events. At the time of this report, the patient remained hospitalized; the outcome of the peritonitis event was not reported. Additional information was requested but is not available. This is report 1 of 4 involved in this peritonitis event.